Event description:
The customer reported the system had a fast stop error during the procedure and locked up.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated. The general purpose operating system (gpos), display adapter board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.